Event description:
It was reported that, post left ventricular assist device (lvad) placement, the r-waves diminished and there was out of range low impedance on the right ventricular (rv) lead. No noise at all suggests that the lvad surgeons moved the rv lead where they wanted it, but did not have the system checked after the procedure. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that the lead was repositioned, and remains in use. No patient complications have been reported as a result of this event.